Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pace impedance measurements over the past year, with a recent measurement of approximately 1,900 ohms. Additionally, there was a rise in rv thresholds. It was noted that the patient did not pace in the rv, and the ra lead was unaffected. Subsequently, this rv lead was surgically abandoned and replaced at the scheduled battery replacement procedure. No additional adverse patient effects were reported.